Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a uterine suture, the suture was broken, which caused the operation to be prolonged. The incision of the uterus was bleeding. The device¿s tension was not enough and the doctor replaced another batch of absorbable sutures and did hemostasis. There was no patient injury.